Event description:
A past high blood glucose (bg) level of "high" was reported; cause was unknown. The customer administered a correction injection. Recommendation was made to consult with their healthcare provider regarding diabetes management. Multiple follow up attempts were made to gather additional information including whether or not treatment resolved the bg but no response was received.